Event description:
The technician found the brake caster rolled some during testing. The lock worked but caster was rolling. Technician found the old caster coated with debris. He cleaned wheel and adjusted brake to resolve.